Event description:
Caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the error was resolved and the caller successfully started their sensor session.